Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed an error message was not confirmed during the functional testing. No device malfunctions were observed during functional testing, and the thermogard system functioned as intended. The archive data review indicated a mid:09 (air trap assembly) error, but it was not reproduced during testing. The thermogard system passed the functional testing with no issues. The customer-reported complaint was not reproduced, and the thermogard system functioned as intended. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues.

Event description:
During the boot process, the thermogard xp ivtm system (sn (B)(6) displayed an error message stating that a technician must be contacted. The self-test was not complete. No further information was provided. No information was shared with zoll about the patient's treatment status or whether the system was intended for use on a patient or being tested.